Manufacturer narrative:
The patient¿s meter has been returned on /(B)(6) 2015 and evaluated by lifescan product analysis on (B)(6) 2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultramini meter read inaccurately high in comparison to her feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2015 at 08:30pm she obtained a result of 33.3mmol/l. The patient detailed that she does not currently take any medication to manage her diabetes and it is unknown if she made any changes to her usual diabetes management routine in response to the alleged issue. The patient claimed that one hour before the alleged inaccuracy she had developed symptoms of ¿dizziness, shaking, sweating, weakness, confusion, fatigue and vision problems¿ and that at 08:40pm on (B)(6) 2015, she self-treated by drinking some ¿(B)(4)¿. The patient reported that the following day on (B)(6) 2015, she tested her blood glucose using a friends meter and got a result of ¿5.2mmol/l¿. At the time of troubleshooting the cca noted that the meter had been set to the correct unit of measure however the test strips had been incorrectly handled. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury when the subject meter was possibly reading inaccurately.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.